Event description:
Needle broke and could not be removed under local anesthesia [needle injury]. Case description: a physician reported that a nurse used a novofine needle at administration of humalog mix 25 in a humlog mix 3ml disposable pen to a pt. The pt was hospitalized due to uncontrolled blood sugar levels. The needle broke inside the pt's flesh. When they withdrew the injection there was no needle. It was the third time the needle was used. The doctors could see the needle by x-ray but they could not see or remove the needle under local anesthesia. The pt is supposed to come back to the hosp and the surgeon will try to remove the needle probably under general anesthesia.